Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what is the patient¿s current health status and condition? Stable. Were x-rays taken to locate the needle? No; surgeon found without xray. What measures were taken to retrieve the needle? Surgeon reached into cavity to retrieve. Was there any additional tissue damage as a result of searching for the needle? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). See information in signature line. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Sent back today in shipper kit provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and suture was used. It was reported that a suture broke mid closure on vaginal cusp during a laparoscopic hysterectomy. They got a another one to complete the closure without any patient harm and no broken pieces fell into the patient. Additional information was requested.